Event description:
It was reported that the device was explanted due to a patient alert that was triggered by long charge time greater than 30 seconds. No patient complications were reported as a result of this event.

Event description:
It was reported that the device was explanted, due to a patient alert that was triggered by long charge time, greater than 30 seconds, and charge circuit inactive. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis confirmed the reported charge circuit inactive. Further testing confirmed that the device could not charge. Arcing was found to have occurred between the transformer and transformer assembly. The overstress resulted in damage, which left the charge circuit inoperable. The damage was isolated to the charge circuit which allowed the device to continue its low power function. Other : it was reported that the device was explanted due to a patient alert that was triggered by long charge time, greater than 30 seconds, and charge circuit inactive. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: transformer, component/subassembly failure; device was out of specification in a manner that relates to event, charge, failure to, charge times, delayed.